Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was capped and replaced due to a polarity switch. Additional information obtained through follow up found the lead had a decrease in impedance and an increase in thresholds. There were no patient complications reported as a result of this event.